Event description:
I had essure birth control device implanted in (B)(6) 2012. In (B)(6) of 2013 my health began to decline. I have severe abdominal cramps, lower back pain, joint pain, diagnosed with fibromyalgia, neuropathy, pass extremely large blood clots, pain and bleeding during sex, severe fatigue, can not function well day to day, and now I am on a bunch of medications that do nothing. I see a rheumatologist and neurologist. I have had numerous tests done and no answers. My neurologist pointed me in the direction of reaction to essure and after reading the over 8000 other women's stories the time frame is right for the problems I have been dealing with. I want my life back.